Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-volume discrepancy. Information received from a healthcare professional regarding a patient receiving gablofen (baclofen) 2000mcg/ml for a total dose of 871.4mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported in (B)(6) 2016 a motor stall was seen at initial interrogation and a magnetic resonance imaging (MRI) had occurred. It was noted the MRI was not due to a suspected problem with device or therapy, and the motor stall had recovered. Telemetry was reviewed, and caller stated a MRI was done on shoulder on (B)(6) and did not have the pump interrogated after the MRI. Caller indicated a tube set alarm occurred on (B)(6). Caller stated during this same period in the month of (B)(6) that patient complained about spasticity and requested a refill on valium which is used for spasticity. Caller stated that hcp advised the patient to come in on (B)(6) 2016 for a pump increase, but patient declined his appointment and decided to wait until next refill appointment to make the adjustment. Pump logs indicated a motor stall recovery occurred on (B)(6) 2016, and confirmed patient did not come in, but saw primary hcp on (B)(6) 2016 (the day before).

Manufacturer narrative:
Patient code (B)(4) no longer applies to the pump and was replaced with (B)(4).

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) -volume discrepancy and pe (B)(4) -symptoms. Additional information received on (B)(6) 2016 reported there was not a change in spasticity per patient. Patient was in on (B)(6) 2016 for a refill of intrathecal baclofen pump, and upon chart review prior to appointment, it was noted that the logs were printed with last refill. Logs noted a motor stall occurred on (B)(6) 2016, stopped pump period may exceed tube set on (B)(6) 2016, and motor stall recovery occurred on (B)(6) 2016, which indicated no drug delivery for 24 days. Patient had a cervical MRI on (B)(6) 2016. Patient's pump was then refilled on (B)(6) 2016. Healthcare professional (hcp) called manufacturer and was informed that if patient has not had increased symptoms and if there was no volume discrepancy, then there was no concern. It was stated that this could be due to the pump not being interrogated, in that it had recovered itself without it registering in the logs. Patient was in on (B)(6) 2016 and any discrepancies would be documented. Patient denied any increased tone, spasticity, or withdrawal symptoms since last visit on (B)(6) 2016 when patient was refilled. Patient denied hearing any alarms, and both patient and personal care attendant (pca) listened to both alarm and critical alarm at visit on (B)(6) 2016. Patient called on (B)(6) 2016 and requested an increase in valium dosing for increased spasticity. Patient was offered appointment and declined it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.